Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The blood glucose reading was 550 mg/dl. The customer was treated with a saline drip and insulin. The drive support disk was normal and recessed. The customer reported no air bubbles or leaks in the tubing and insulin exited with the manual prime. The customer was unable to report on the status of the insulin used or the cannula. The insulin pump had alarmed for no delivery and for battery out of limit. The battery lout limit alarm occurred after a battery change and was advised that it was normal insulin pump behavior. The customer was advised to call back with a tubing clamp to perform a high pressure test and to monitor battery usage.